Event description:
It was reported that there was a pressure transducer fault. Patient involvement is unknown. Manufacturer's reference #: (B)(4).

Event description:
Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Our investigation of this product customer complaint has been finalized. When the anesthesia system was investigated, no anomaly was detected. The anesthesia system has been cleared for clinical use. It was further reported that the equipment failed because the customer changed the tubes without doing a preliminary check and thus giving a different compliance assessment, resulting in the reported error. No logs have been received and we have therefore not been able to verify the pressure transducer issue during system checkout, our conclusion is that there was no technical malfunction in the system during the event.